Event description:
During a meniscal repair, an ultra fast-fix was used, both implants deployed correctly, however, upon attempting to pull on the knot it would not tie and the suture implant assembly reportedly fell apart at the knot. The suture was removed and the implants were left in the joint space unsupported.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was received without any suture or implants. No visual anomalies were noted with the insertion device. Due to the returned condition of the device no functional testing could be performed. A review of the device history records was performed which confirmed no inconsistencies. No root cause related to the manufacturing process can be established. (B)(4).